Manufacturer narrative:
The account isolated the siderails, replaced multiple control boards, and issue remains. When he presses the head down, it will stop but once he releases the switch, it will run again. The account replaced the shorted pc board to repair the bed.

Event description:
The account alleged the head section had an unintentional movement in the upward direction.